Manufacturer narrative:
Concomitant medical products: 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged into the right ventricular (rv) lead and appears to be sensing the rv. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID dtmb2qq, serial# (B)(4), implanted: (B)(6) 2020 if information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was carried out.